Manufacturer narrative:
The cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the controller ac adapter operated as expected during bench testing. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level; the mechanical interaction and electrical continuity between the controller ac adapter and a test bed controller was stable. Per the instructions for use (IFU): the redundant power source will continue to supply power to the pump; this failure will result in user annoyance and will not affect the function of the pump. The IFU states: check the monitor ac adapter and power cord for wear or damage and confirm they are working correctly. No consequence to patient. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the connection on the ac adapter was loose. This would not be likely to cause or contribute to death or serious injury. No additional information available.